Event description:
The home patient was overfilled with fluid while using the home choice cycler for apd therapy. The hp intermittently performs a manual day exchange of 2000ml of extraneal, which combined with the resulting ultrafiltration fluid is drained during the initial drain phase of the next apd therapy. The hp did not drain this fluid during the initial drain and the device advanced into fill 1, at which time the full fill volume of 3000ml delivered. The hp suspected they were overfilled and performed a manual drain, removing 6766ml of fluid. Afterwards, they continued therapy to completion with no difficulties and there was no patient injury or medical intervention.